Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported the patient underwent a laminectomy and fusion at t10-s1 levels. Rhbmp-2/acs and "some" instrumentation - rods and screws were used. X-rays taken one year post-op confirmed bilateral broken rods at l5-s1. Patient reports he had a non-union at l5-s1. Patient underwent a revision surgery on approximately (B)(6) 2013 and the patient is doing well post-op.